Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 4 initially displayed a device not detected error. After the issue was resolved and the system was restarted, drawer 2 (full height cubie) then presented a new error indicating the device was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 full height cubie had an error of device not detected on bus. A field service engineer found full-height drawer 3 cubie pockets d1 and d3 failed; after rebooting, all pockets in row d were off the bus, so the drawer was pulled, cables inspected and reseated, and upon reboot the cubie pockets successfully returned. The system functioned as intended after the field service engineer repaired the device.